Manufacturer narrative:
B3 - date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that the guidewire is coming apart. A 200cmx10cm fathom -14 guidewire was selected for use. During the course of the procedure, there are little strings coming out of the end of the guidewire, and the wire appears to have unraveled and is coming apart. There was no patient injury reported.

Manufacturer narrative:
B3 - date of event: no date provided, used the first date in the month of the aware date. Device evaluated by MFR: the complaint device was received for product analysis. Visual and microscopic inspection revealed that the guidewire was bent, detached and the coil wire was unraveled at the distal section. The coating was observed peeled at the proximal section. No other issues were identified during the product analysis.

Event description:
It was reported that the guidewire is coming apart. A 200cmx10cm fathom -14 guidewire was selected for use. During the course of the procedure, there are little strings coming out of the end of the guidewire, and the wire appears to have unraveled and is coming apart. There was no patient injury reported.